Event description:
Upon review of programming history, it was found that the patient's settings were reset to unintended settings on (B)(6) 2006. A faulted system diagnostic test occurred on that date which likely caused the reset. A final interrogation was not performed to verify settings as recommended. Patient left office set to zero and the settings were not corrected until next visit on (B)(6) 2006.

Manufacturer narrative:
Method - analysis of programming history.